Event description:
The pt was admitted on (B)(6) for a lung mass, admitted to hospice on (B)(6) 2014 and expired on (B)(6) 2014. The pt's claim history stated cardizem tablet 120 mg take 1 tablet everyday and was filled for the 120 mg immediate release tablets, 90, by (B)(6) pharmacy on (B)(6) 2014. The pt's home medications were listed as the cardizem tablet 120 mg daily by the nurse, the physician via cpoe converted the home medication to an inpatient medication, and the pharmacist verified the order without questioning the order, even though a first databank dose warning displayed saying that once daily was less than the 3-4 times daily frequency range. I called dr (B)(6) and he thought he had prescribed the 24 hour cd capsule. He then blamed (B)(6) and e-prescribing as being the cause of the error. I don't know how this appears in his software, but the delineation evidently is not clear enough and he states that he got no warning like we did on the frequency. I suspect that this isn't the first time that this error has occurred, but it appears that there is some kind of flaw in cardizem displays. Sincerely (B)(6).